Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The clinical review revealed that based on the provided files there is no indication showing a malfunction of the device. The device settings were as per recommended cut settings the root cause could not be identified conclusively. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented with scratchy eyes and vision fluctuation in the left eye one day post a corneal inlay procedure. The patient is to use the previously prescribed post operative topical eye drops. The patient was seen at the one month post-op visit and stated that the vision is blurry and bandage contact lens feel uncomfortable and bothersome. The patient was noted to have superficial punctate keratitis and trace meibomian gland disease. The bandage contact was removed and the patient is to continue postoperative eye drops as directed. The patient was seen three days post one month post-op visit and stated the eye is doing well but vision is very blurry. The inlay pocket has mild edema but inlay is in good position. The patient is to continue postoperative eye drops directed. The patient was seen at the one month post-op visit and stated that vision is still blurry but improving and having to use reading glasses for daily activities. The inlay is in good position but debris was noted in the pocket and trace interface haze. The patient is to continue postoperative eye drops as directed. The patient was seen at the two month post-op visit and noted that vision is still blurry having halos at distance and near. The inlay was noted as being clear and in good position with minimal anterior stromal haze. The patient is to continue using postoperative as drops. The patient was seen at the three month post-op visit and noted that near vision is doing better but vision is still "starburst-ey". It was noted that the cornea has trace spk. Patient is to discontinue the postoperative steroid drop but continue the topical artificial tear drops. The patient was seen at the four month post-op visit and noted that vision is doing worse and cannot see well at distance or at reading distance. Patient would like to have the inlay removed. The surgeon will consult with colleagues and discuss removing the inlay. The patient is to continue the use of topical artificial eye drops. Additional information requested.